Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Promus element china clinical study it was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) with 80% stenosis, and was 16 mm long with a reference vessel diameter of 3.5 mm.. The target lesion was treated with direct stent placement using a 3.50x16mm promus element &#10244;rug-eluting stent. Following post-dilatation residual stenosis was 0%. Two days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with cardiac chest pain and was hospitalized on same day. A day after, the 90% restenosis of the previously placed 3.50x16mm promus element &#10244;rug-eluting stent in proximal lad was treated with balloon expansion operation. Three days post-procedure, the event was considered to be recovered/resolved and the patient was discharged on same day.